Event description:
No additional or corrected information to be reported.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: method code was updated to 3331 and 4109. Results code was updated to 213. Conclusions code was updated to 4310. The reported device was received for evaluation. The reported condition of per-implantitis was not confirmed. Visual inspection of the as returned product identified minimal wear and debris about the implant threads and drive features. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. A device history record (DHR) review was completed for the reported device lot. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. A complaint history review was completed for the reported device lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional 510(k) numbers are k011245 are k002188.

Event description:
Doctor reports that the implant spb10 was removed due to peri implantitis.